Event description:
It was reported that a pump reservoir volume discrepancy was noted at refill. The hcp had more volume than expected, the discrepancy was > 25%. The expected reservoir volume was 9 ml, while the actual reservoir volume was 22.5 ml. The hcp initially had difficulty aspirating the reservoir; only 8mls were aspirated. They then filled the pump with 24mls and could not fill it with any more. They then aspirated 24mls, and then aspirated an add'l 14.5mls. The pump was then refilled; it was only possible to fill the 35mls. Add'l troubleshooting was being considered. No pt symptoms were reported.

Manufacturer narrative:
The synchromed ii pump serial number is within the suspected population of infusion devices that are potentially missing propellant as described in medtronic's physician letter. Synchromed ii missing propellant recall z# pending.